Event description:
The sales rep reported that: "the circlip is out of its housing and the axis of the prosthesis can therefore be moved, new surgery to change axle and circlip today."

Manufacturer narrative:
Reported event: an event regarding backing out involving a mets, distal femoral replacement, circlip was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection of the axle shows slight circular wear marks around the end of the axle, slight discolouration is also viewable. Inspection of the circlip shows signs of wear in the form of black marks around the outer edge of the circlip. The circlip also appears to be bent as it does not lie flat on the inspection table. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: a discussion was held between the complaints team, principal engineer of product development, and principal engineer of materials. The discussion was summarized. "The lot/batch information and return of the tibial component is needed to further understand the reported event of the axle/ circlip ¿backing out. Damages / wear observed in the visual inspection could have occurred during the removal of the device, during revision". The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The sales rep reported that: "the circlip is out of its housing and the axis of the prosthesis can therefore be moved, new surgery to change axle and circlip today."